Manufacturer narrative:
Product ID: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change-out procedure, it was noted that the right ventricular (rv) lead had damage that had been previously repaired. It was noted that the lead was functioning normally. The lead was explanted and replaced. No patient complications have been reported as a result of this event.